Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fluoride for dental cleaning (route-dental, lot number 2002d, expiration date and frequency unspecified). After an unspecified duration, when the consumer tore the first piece of floss, the cutter came off with a piece of plastic. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012 a review of the data associated with the complaint category no adverse trends and no trend involving lot number 2002d. A review of the history of changes, retain sample evaluation and device history records did not indicate reach johnson and johnson floss gentle gum care, fluoride failed to meet specifications. Field sample was evaluated and presented the insert broken where it held the cutter. Further investigation regarding root cause and corrective actions related insert breakage and cutter-insert pop off have been initiated. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fluoride for dental cleaning (route-dental, lot number 2002d, expiration date and frequency unspecified). After an unspecified duration, when the consumer tore the first piece of floss, the cutter came off with a piece of plastic. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.